Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard and 5x retained devices with positive standard. All devices yielded valid and accurate results at the 15 minute result read time. Root cause: cannot determine with retains. Source: phone.

Event description:
1 conflicting sofia2 sars result for 1 asymptomatic individual (off label use at the time). First test yielded a positive sofia sars result and the second tested immediately after with a new sample yielded a negative sofia sars result. No confirmatory testing completed.